Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement procedure due to the system had a leak in the tubing . The previous 4.0 cm cuff aus system was replaced with a new 4.5 cm cuff aus. No patient complications were reported in relation to this event.